Manufacturer narrative:
(B)(4). This report is related to data research, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If further details are received at a later date a supplemental medwatch will be sent. Additional device captured in mw 2210968-2020-00252.

Event description:
It was reported via clinical evaluation report from a related research activity database (drra) that patients underwent an unknown procedure on unknown date and suture was used. The reported complication experienced by the following with corresponding intervention: 6 patients had bleeding peri-operative complication after the procedure. 1 patient had sepsis peri-operative complication after the procedure. 2 patients had surgical site infection peri-operative complication after the procedure. 3 patients had wound disruption peri-operative complication after the procedure. No additional information was provided.